Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v513024, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had uncomfortable vaginal stimulation since implant. Multiple reprogramming attempts were made to assist with the uncomfortable stimulation but it continued. The patient also reported pain around the implantable neurostimulator (ins) and lead insertion site. The device system was explanted on (B)(6) 2015, and the event resolved. No diagnostics or troubleshooting was performed regarding the pain as the patient reported it the day before having the device explanted. The patient believed the pain was due to an increase in activity, specifically, yard work. Etiology indicated the event was related to the lead, ins pocket, and lead introducer site. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study updated etiology to undesirable change in stimulation.